Event description:
The customer reported via phone call indicating the insulin pump was exposed to water. The customer stated she was in the ocean and the insulin pump fell in the water. The customer's blood glucose at the time of the incident was 150mg/dl. During the troubleshooting the customer stated the insulin pump went blank immediately after the insulin pump was exposed to moisture. The customer's most recent blood glucose was 198mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised the insulin pump would be replace and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded keypad traces and motor. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.